Event description:
It was reported that the 9800 sys c-arm seems to have a loose connection in the interconnect cable. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Removed a foreign object from the c-arm interconnect jack p1. The sys was tested and found to be working as intended and placed back into svc.